Event description:
Pt scheduled for bilateral open capsulotomies with implant exchange. Upon doing the surgery both implants were found to be ruptured with the capsules. The pt nor the surgeon performing this surgery knew who the MFR of the ruptured implants was. The pt had these implants implanted by another surgeon in 1974. The ruptured implants and any attached tissue was sent to pathology for exam. No abnormal pathology was reported out on the ruptured implants or attached tissue. Because the implants were ruptured at the time of surgery facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.